Event description:
Philips received a complaint on the patient information center ix indicating that a patient went into cardiac arrest and there was no audible red alarm at the central station or overview screens, which resulted in a delay in care. The device was in use monitoring a patient at the time of the event. An adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system and the system audit logs at the time of the event that the system that an asystole alarm was correctly recorded and sounded by the control panel. The philips field service engineer (fse) could not confirm the customer issue of the device not displaying an audible red alarm at the central station at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter address, phone and institution phone: (B)(6).

Event description:
It was reported the patient went into cardiac arrest and there was no audible red alarm at the central station or overview screens, which resulted in a delay in care. The patient was in critical condition. The device was in use on patient at time of event, there was an adverse event reported.